Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension; product ID: 3387s-40, lot# va16g85, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 04-may-2020, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that a spine MRI was ordered and the rep was asked to assist in doing an impedance check/eligibility. Upon testing with the tablet while the patient was lying down, it resulted in the left lead contact 0 monopolar (case and 0) showed high impedances 18,5k. Tested twice with the tablet which resulted in the same result. Tested with the 8840 after they sat patient up and impedances came back inrange with no problem. They tested with tablet again and no problem was found. They had the patient lie down again and the out of range impedances occurred again at case and 0 as 18, 5k. The results are intermittent positional. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was hard for them to get the patient to speak. Actions/interventions included informing the doctor's that an MRI could not be performed and also reported issue at contact 0. The patient is in group b in a bipolar configuration not using contact 0. There was no issue with the right lead. The issue is not yet resolved. The 8840 still shows out of range impedances (13-14k) while the tablet shows 18, 5k impedances all at case and 0 while patient is lying down. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.